Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet did not remain charged and then failed to charge on the pad despite the indicator light, resulting in premature battery depletion and subsequent hyperglycemia near 300 mg/dl while using a dexcom g7; the problem was associated with the battery component. Symptoms included hyperglycemia and nausea with sweating. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge traced to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was component failure.